Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Without product lot infomation, no further testing could be conducted. Root cause: insufficient information. Source: phone.

Event description:
Reported one false positive flu b result for one symptomatic patient. The customer communicated the result was confirmed by molecular (pcr testing). Report 3 of 3.